Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported while on support, there was high purge pressure and purge blocked alarms. The staff checked for kinks and no kinks were found. The purge system was de-aired and there was good flow for the purge fluid to yellow luer. Once the yellow to yellow lures were connected, the alarm continued. The staff was aware that the pump could stop due to the pressures. The pump was weaned and explanted.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. Data logs show a 12-minute gradual rise in purge pressure without any abnormalities related to motor current spikes or placement signal trends. According to the clinical report, the doctor was unsuccessful in troubleshooting the high purge pressure by de-airing the purge system and checking for kinks in the purge tubing. The returned pump reproduced the high purge pressure during the priming test. No biomaterial or physical abnormalities were noted on the returned device. The pump was cut near the motor housing to verify the blockage after priming using manual controlled syringe pressure, and the purge was unable to exit from the motor. Upon teardown, biomaterial was observed on the bearing. The cause of the high purge pressure issue was biomaterial, based on data log review and returned product investigation. D9 device returned to manufacturer date added g1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-12858.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for investigation. Data logs shows 12-minute gradual rise in purge pressure without any abnormalities related to motor current spikes or placement signal trends. According to the clinical report, the doctor was unsuccessful in troubleshooting high purge pressure by de-airing the purge system and checking for kinks in the purge tubing. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿